Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became frayed and was unable to charge the pump. Blood glucose level was in 156 mg/dl. Although requested, no additional information was provided by the customer.